Manufacturer narrative:
Cont. H6. Health effect f1905 - device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "minimal amount of fluid around the implants."

Event description:
Patient reported left side "capsular contracture" baker grade not specified,"radial folds, compatible with folds, inside the implants and minimal amount of fluid around the implants",sparse cysts in both breasts, measuring up to 0.6 cm","oval, circumscribed nodules with homogeneous enhancement and high signal intensity on t2-weighted sequences, located at the junction of the lower quadrants of the left breast, measuring 0.6 x 0.3 x 0.5 cm, 0.9 x 0.4 x 0.8 cm and 0.8 x 0.4 x 0.8 cm", and "severe pain, fever, and hospitalization". Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.